Manufacturer narrative:
(B)(4). One used set was received for evaluation. Upon visual inspection, an obstruction found to be stuck inside the caresite y-valve injection site. Although an exact root cause of this incident could not be determined, it is likely that when the facility accessed the caresite injection site a portion of the device used to access the caresite injection site was broken off inside the valve. The broken obstruction prohibited the piston from closing properly and ultimately resulted in the blood leakage reported. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: leaking tpn and blood.